Event description:
The customer returned the product for cassette-/keypad lock is defective, during physical inspection it was found that the latch/lock sensor was defective. There was no reported patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. Service history of this device showed that the device had not been in for service yet. The customer issue was confirmed as the device did not detect the locked cassette because of a defective lock sensor. The lock sensor will be replaced.